Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation but still placed coils/uterine perforation with hysteroscopy') in a 31-year-old female patient who had essure (batch no. 664667) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for prevent pregnancy: depo provera from 2005 to 2009. Concurrent conditions included obesity and iron deficiency anemia secondary to blood loss (chronic). In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced abdominal pain ("abdominal pain") and migraine ("migraine/headache"). In (B)(6) 2011, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2012, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic, pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and metrorrhagia ("metrorrhagia (bleeding between periods)") and was found to have neoplasm ("tumors") and weight increased ("weight gain"). The patient was treated with surgery (she had been scheduled for essure removal surgery on (B)(6) 2019). Essure was removed. At the time of the report, the uterine perforation, pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, metrorrhagia, bladder disorder, migraine, neoplasm, weight increased, vaginal haemorrhage and urinary tract disorder outcome was unknown. The reporter provided no causality assessment for uterine perforation with essure. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, menorrhagia, metrorrhagia, migraine, neoplasm, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: per ppf: essure insertion date: (B)(6) 2010 (discrepancy noted). Per pfs: hysterosalpingogram: (B)(6) 2010, (discrepancy noted) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: uterine perforation, metrorrhagia, menorrhagia, vaginal bleeding, dysmenorrhea, pelvic pain". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-oct-2019: quality safety evaluation of ptc (product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation but still placed coils/ uterine perforation with hysteroscopy') in a (B)(6) year-old female patient who had essure (batch no. 664667) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for prevent pregnancy: depo provera from 2005 to 2009. Concurrent conditions included obesity and iron deficiency anemia secondary to blood loss (chronic). In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced abdominal pain ("abdominal pain") and migraine ("migraine/ headache"). In (B)(6) 2011, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2012, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic, pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and metrorrhagia ("metrorrhagia (bleeding between periods)") and was found to have neoplasm ("tumors") and weight increased ("weight gain"). The patient was treated with surgery (she had been scheduled for essure removal surgery on (B)(6) 2019). Essure was removed. At the time of the report, the uterine perforation, pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, metrorrhagia, bladder disorder, migraine, neoplasm, weight increased, vaginal haemorrhage and urinary tract disorder outcome was unknown. The reporter provided no causality assessment for uterine perforation with essure. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, menorrhagia, metrorrhagia, migraine, neoplasm, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: per ppf: essure insertion date: (B)(6) 2010, (discrepancy noted). Per pfs: hysterosalpingogram: (B)(6) 2010, (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: uterine perforation, metrorrhagia, menorrhagia, vaginal bleeding, dysmenorrhea, pelvic pain". Most recent follow-up information incorporated above includes: on 18-sep-2019: plaintiff fact sheet received. The case is upgraded from other event to incident. Previously reported ¿injury¿ was updated to more specified event¿ chronic, pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding between periods), bladder problems, migraine, headaches, tumors and weight gain¿. Reporter¿s information, demographics, lab data, essure indication (amended) and essure removal date were added. On 19-sep-2019: plaintiff fact sheet and medical record received. Per pfs following events¿ abnormal bleeding (vaginal bleeding) and urinary problem was added. Per medical record event¿ uterine perforation but still placed coils/ uterine perforation with hysteroscopy¿. Reporter¿s information, medical history, historical medication and concurrent conditions were added. Follow up 2 and 3 processed together. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance data; should any new and reportable information become available as a result, this will be provided in a supplementary report.